Manufacturer narrative:
This is a continuation from regulatory report # 3004209178-2019-05370. No further follow up will be submitted under 3004209178-2019-05370. Any additional info will be submitted under this regulatory report #. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that they were having a CT scan for their kidney stones, while patient was coming home after CT scan he started feeling a neurological storm/ electrical shock in right leg. Patient stated he has turned off ins but still felt shocking. Additional information from patient indicated patient love the device system, it had kept patient off opioids for past 5 years, and now patient was back on them. Patient mentioned ins had been off for 1.5 to 2 months. Additional information was received from the patient. It was reported the ins was overdischarged. The cause of the shocking was a lead migration from t8 to t11. The patient was seeking a hcp to fix the issues. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a lead migration. The patient said they coughed and their back spasmed and the lead became unattached and moved from t8 to t10. The patient stated they were looking for a healthcare professional (hcp) to fix the lead but the 3 hcp's they spoke to want to remove the full system and put in a different system and the patient did not want that. Hcp listings were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was referred to another doctor and they have an appointment the end of january. No further complications were reported.